Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member regarding a patient who was implanted with a neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient had to get the interstim replaced on (B)(6) 2020 because it wasn't working. Caller did not know the specific reason why it stopped working but said the physician mentioned that they had never seen the machine go bad so fast. Event information was collected and documented.